Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented through merlin.net transmission with an alert for out of range measurements for hv lead impedance. Patient was called in clinic and high, out of range, hv lead impedance measurements were noted. Device was re-programmed for added safety. Externalized conductors were noted few months before the event but st jude was not notified. Based on the review of diagnostic images provided, the conductors appear to be externalized. Lead was capped and replaced on (B)(6) 2016.